Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leakingthe following information was received by the initial reporter with the following verbatim it was reported by the customer that drip noted to be dripping above the filter.

Event description:
Material#: 11532269, batch#: 24045396. It was reported by the customer that drip noted to be dripping above the filter. Verbatim: rcc received a complaint via email. Email(s) attached. Drip noted to be dripping above the filter. Product number - 11532269. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? No can you please provide the lot number associated with reported issue? Apologies, we only have the following numbers. Ref 11532269. (10)24045396. 2. Total number of occurrences? Reported to bd quality coordinator ¿ xxxx. Additional info: is my understanding that at the time of this report there was 2 occurrences.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 11532269 and lot# 24045396 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.